Event description:
Rptr had breast implant surgery 5 yrs ago. She has had various problems, from bleeding problems to inflammation symptoms. Headaches are constant, muscle stiffness, myalgias, joint pain, fatigue, shooting chest pains, memory loss, numbness & tingling in extremeties, nose bleeds, vascular enlargement, menstrual problems, underarm pains, dizziness, etc.